Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a procedure the screwdriver tip broke off in screw head. Surgeon was able to remove the broken fragment. Surgical delay is unknown. No patient consequences. This report is for one (1) viper universal poly driver. This is report 1 of 1 for complaint (B)(4).